Event description:
It was reported to adac that acquisition software. Version 2.1, in total body mode and that acquisition is halted or stopped the pc will prompt the user if data should be saved, but it is not saved event if "yes" is selected. There was no injury associated with this report.